Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side. As a result, the device will be explanted on (B)(6) 2021. Date of implant is being reported as (B)(6) 2010 (manufacturing date of lot 6418586). Supplemental report will be submitted when additional information and/or clarification is received.

Manufacturer narrative:
On august 31, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease and extending to the posterior view, measuring approximately 5.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant has been updated to (B)(6) 2010, same as the manufacturing date of lot 6417191 until further information is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7, 2021, mentor became aware of the replacemt information. The patient underwent bilateral explantation and replacement with catalog number 3504501bc; serial number (B)(6) on the right side and with catalog number 3504751bc; serial number (B)(6) on the left side on (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 16, 2021, the mentor failure analysis lab received the device for evaluation. However, instead of reported right side saline deflation with lot number 6418586, lot number 6417191 reported as left side was received. Follow ups are in progress to clarify the event and deflated side and lot number. Once response is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 13, 2021, mentor received confirmation that the left and right serial numbers were switched when the issue was initially reported. The correct information is: right deflation right catalog number 3501660; serial number (B)(6), and left catalog number 3501670; serial number (B)(6). The following field have been updated on this form: field d4 for catalog number has been updated to "3501660". Field d4 for lot number has been updated to "6417191". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2021, mentor received an updated date of implant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).